Event description:
It was reported that the patient's implantable cardiac monitor (icm) recorded a pause due to loss of capture. The device is still in use.no patient complications have been reported as a result of this event.